Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
The electrode belt was returned and evaluated at the distributor. The evaluation confirmed that the ECG cables were severed causing the adjust belt messages. The root cause of the damaged ECG cables could not be positively identified. No adverse event resulted from the damaged belt.